Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to, receiving an unable to authenticate error on multiple stations. A technical support specialist (tss) checked in server and confirmed the user account was active and not locked however, server logs showed authentication failures indicating an invalid username or password. The customer confirmed using the commonspirit employee identification (ID) as the username and experiencing the issue across all stations. The user was advised to verify credentials with hospital information technology (it), specifically the password, and to attempt login using bio ID. Multiple follow up emails were sent requesting confirmation and updates, but no response was received and tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login into station due to error message of unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login into station due to error message of unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.